Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the metal part of the jaws broke and disengaged during a laparoscopic hysterectomy. Nothing fell into the patient cavity. Another device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015; date of follow-up report : 01/06/2016. One used ls1037 was received for evaluation. Visual inspection found one of the seal plates and amodele had begun to separate from the jaw. The customer reported that during procedure, the metal part of the jaws broke and disengaged. The reported condition was not confirmed. One of the seal plates on the jaws was loose, but had not disengaged. A corrective action has been put in place for loose jaw plates. The device was functionally tested and the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue with acceptable results and visual seal effects were observed. All seal cycles were completed satisfactorily and end tones were heard each time.